Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs was performed using the naked eye which observed embedded particulate inside the tubing. The particulate was further described as irregular brown flecks embedded in multiple areas of the tubing; most likely due to degraded pieces of burned plastic. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three (3) unused devices were received for evaluation. A visual inspection was performed and irregular brown flecks were observed embedded in the tubing on multiple areas. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the extrusion process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was embedded within the tubing of an unspecified quantity of cysto/bladder irrigation sets. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.